Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated.

Event description:
It was reported that the right ventricular lead dislodged and had high thresholds. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.